Manufacturer narrative:
Vyaire medical confirmed there was a leak in blender. As a resolution the blender was replaced. Vyaire medical ensured all components are up to date and continued per service processing procedure. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced vent inop (ventilator inoperable) while on a patient. The customer confirmed there was no patient harm noted.